Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The company representative replaced the solenoid drive (part number: 0670-00-0639). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The solenoid drive has been received at the manufacturing facility in mahwah, nj for evaluation. The failure was confirmed, c79 was shorted. (B)(4).

Event description:
The customer reported that the patient condition was stable after initiation of a rotablotor procedure and stent placement. The patient had ischemic heart disease. An iab catheter was inserted into the patient. During patient transportation from the catheter laboratory to the beds for general patients, the customer found that the iabp was not working. It appeared that the iabp had shut down without generating an alarm. The customer attempted to recycle power to the iabp by turning the power off and on; however, they were unable to reboot the iabp. The patient was switched to another iabp and therapy was continued. No patient injury was reported.